Manufacturer narrative:
The technician investigated and found the bed functions as designed. The scale had a negative weight reading with the bed unoccupied. User error the bed scale was zeroed with a patient in the bed.

Event description:
The technician reported there was a note attached to the bed that stated the bed exit alarm does not set. The bed was located in the basement hall at the facility. There was no patient/user injury reported. (B)(4).